Manufacturer narrative:
(B)(4). The subject device is currently in transit to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our evaluation. Product background: the pt101 airvo 2 (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in australia reported that a pt101 airvo 2 humidifier (airvo 2) generated a spark and smoke at the power cord connection during a disinfection cycle. There was no patient involvement as the reported event occurred during disinfection of the subject device.

Manufacturer narrative:
(B)(4). Corrected data: d1, d4, d9, g3, g4, g6, h2, h3, h6 d4, g4: pt101an is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k131895. Product background: the pt101an airvo 2 (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint airvo 2 and the associated fisher & paykel healthcare (f&p) power cord were returned to f&p for evaluation. Our investigation is thus based on the evaluation of the subject airvo 2 and the associated f&p power cord, the information provided by the customer and our knowledge of the product. Results: visual inspection of the complaint airvo 2 confirmed that there were visible marks on the electrical socket cover. The subject device functioned correctly when powered on with a known good power cord. The complaint airvo 2 then was opened for further inspection, no defects were observed with the unit. Inspection of the returned power cord showed signs of melting at the unit end of the plug, including a small hole on one side. Conclusion: while we are unable to determine the exact cause, based on the damage to the subject power cord and previous investigations, it is likely that the reported spark was due to electrical arcing caused by mechanical damage to the power cord. Our user instructions that accompany the airvo 2 state the following: - never operate the unit if has a damaged power cord or plug. - avoid unnecessary removal of the power cord from the rear of the device. If the removal is necessary, hold the connector during removal. Avoid pulling on the power cord.

Event description:
A healthcare facility in australia reported that a pt101 airvo 2 humidifier (airvo 2) generated a spark and smoke at the power cord connection during a disinfection cycle. There was no patient involvement as the reported event occurred during disinfection of the subject device.